Event description:
Small tip heater probe used on pt on 5/20/95. After use, noticed that tip of probe looked like it was going to fall off. Worked fine when used. Unable to remove probe from scope. Scope removed from pt, tip fell off probe, then probe removed.